Manufacturer narrative:
Investigation: conclusion: batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found for this lot. The available sample was analyzed and it was possible to confirm the foreign matter defect. The probable cause for the defect is related to the increase in temperatures for restart and startup of the process. After the mold is injected, temperatures are reestablished and the first cycles are segregated. In this specific case there was a failure in this segregation, which made it possible to send non-conforming samples to the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (insect) was found on the tip of the bd plastipak¿ 20ml syringe, before use. There was no report of injury or medical intervention.